Manufacturer narrative:
No indication that a field service engineer (fse) was dispatched for this event to date. New calibrator lot ordered. A definitive root cause for this event has not been determined to date. Mdrs associated with this event are: 2122870-2012-00768, 2122870-2012-00769, 2122870-2012-00813, 2122870-2102-00814, 2122870-2012-00815, 2122870-2012-00772, 2122870-2012-00770. Service was not dispatched.

Event description:
The customer reported they are observing an increase in the number of hbs ag patient results in the ''grey zone'' of the assay and above the ''reactive'' cutoff of the assay in comparison to their previous method (abbott architect). The event occurred over the course of several days, between (B)(6) 2012 (x2). The customer supplied erroneously elevated hbs ag results for multiple patients on multiple days. This report documents the result obtained on (B)(6) 2012. On (B)(4) 2012 two events were reported. This report will cover the first event. The customer supplied erroneously elevated or imprecise hbs ag results for nine patients. Four patient's initial results were elevated in the ''grey zone'' of the assay while four additional patient samples produced elevated results in the ''reactive'' range of the assay. Repeat testing of the patient samples produced lower results within the non-reactive range of the assay for all eight patients. The customer also obtained reproducible hbs ag results elevated within the ''reactive'' range of the assay for one patient that did not recover within labeled hbs ag labeled precision claims upon repeat. The results were not reported out of the laboratory; however, it is unknown if patient treatment was impacted by this event. The patient sample is transferred from the primary sample tube into a 5ml tube for re-centrifugation of the patient sample, and then the patient sample is transferred to a 2ml sample cup for repeat testing. Per customer, qc was performing within the established ranges on the date of the event. On (B)(6) 2012, the customer performed system check and both passed within instrument specifications. Sample integrity concerns were not noted in connection to this event. The customer follows the assay IFU when processing the patient sample for retesting. However, the customer is not performing hbs ag confirmatory assay testing on the beckman coulter hbs ag confirmatory assay as it is stated to do in the IFU; the customer has instead chosen to perform hbs ag confirmatory testing on an alternate method. Root cause of the event is currently unknown.